Event description:
It was reported by repair work order that the brake controls wont lock when applied. Upon inspection of the unit by the service technician, it was identified that the brakes would not remain engaged.